Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. The cardiothoracic surgeon asked for assistance with repositioning. The medical doctor made multiple attempts to reposition. The transthoracic echocardiogram tip of the impella 5.5 appeared to be caught under the pap muscle and shallow at three centimeters. The medical doctor pulled the impella back some and clockwise torqued the device but was unable to free the tip from the pap muscle. It was after hours and there was not an operating room team available for any further attempts to manipulate so the catheter were aborted. The team may attempt again during the day if the impella becomes dislodged and there is an operating room to get into for replacement. Urine was clear and yellow. There were no hemolyzed labs and no alarms on the console. The patient was stable and they just wanted to optimize position. No patient harm was noted. Additional information was received. The pump was repositioned again.

Manufacturer narrative:
Corrected data d4 serial and UDI numbers updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
D6b: added explant date.